Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 95% in-stent restenosed, 2.25x24mm, eccentric lesion being treated contained a >45 degree bend and was located in the severely moderately, severely calcified distal right coronary artery (rca). The lesion was predilated. The physician attempted to place the 2.25x24mm promus element stent, but was unable to pass the moderately calcified mid section of the rca. To provide additional support, the physician used the non-bsc guide catheter, but was still unable to deliver the stent. During withdrawal, the stent dislodged from the delivery balloon as it was being brought back into the guide catheter. The physician attempted, to retrieve the dislodged stent using: snare, wires, etc, for a long period of time, but was unsuccessful. The physician used another stent to crush the dislodged stent. Then he ballooned the area with the restenosed stent and did not place another stent. No further patient complications were reported and the patient's status is satisfactory. This product is only ous approved but it is similar to an approved us device.